Manufacturer narrative:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that a vertical fracture in the medial calcar occurred during impaction of the size 8 broach. Examination was not possible, as the instrument was not returned. A lot code was not provided to determine the manufacturing age. A two-year complaint database search finds no trend for this product code relating to bone fracture. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that a vertical fracture in the medial calcar occurred during impaction of the size 8 broach.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.